Event description:
Boston scientific received information that approximately four weeks post-implant, the patient implanted with this right ventricular (rv) lead had experienced a perforation of the right ventricle that presented with diaphragmatic stimulation. The patient was hemodynamically compromised; a pericardial chest drain was inserted and this lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix was fully extended, and successfully retracted with 28 turns. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of a perforation.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.